Event description:
Initial reporter indicated that the pt would be having revision surgery. Additionally, it was reported that the pt had high lead impedance indicating a possible lead malfunction. Preceding the high impedance discovery it was reported that the pt had not had "any trauma to their neck area." The pt had not been feeling stimulation. Full revision surgery has been performed. Good faith attempts are being made for product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but it did not cause or contribute to a death or serious injury.